Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a pressure relief valve that needs to be replaced. Patient involvement is unknown.

Manufacturer narrative:
Additional information is provided and one device was returned for analysis. Functional testing was conducted, but we were unable to replicate the issue reported by the customer. However, the timing valve cap is damaged causing continuous flow giving a high-pressure alert. This is not related to the relief valve needing to be replaced. The cause of this event was a broken timing valve cap. The service history review identified that there was no indication that the complaint was related to a service of the device within the review period. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. For all enquiries or follow-up questions related to the record, do not use (B)(6) located please direct those to the following: (B)(6) full UDI number: (B)(4).